Manufacturer narrative:
No button error alarm was noted. The insulin pump had no button response due to a flattened dome switch on the down arrow button. The displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests could not be performed due to the unresponsive button. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Event description:
It was reported that the customer was having high blood glucose and was showing signs of nausea and keytones. Customer's blood glucose was 133 mg/dl. After troubleshooting, customer reported there was a button error in the alarm history of the insulin pump. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised the customer that the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.